Event description:
Patient was brought to the operating room in stable condition, having received intravenous antibiotics. He was positioned supine. He received general anesthesia, was intubated. The abdomen was prepped and draped in sterile fashion. Timeout was performed. Per surgeon's notes: immediately obvious was the fact that the patient had massive amounts of intra-abdominal and visceral obesity to the point where I couldn't see any of the stomach or colon at all when I placed the laparoscope. At some point during the surgery, the vessel sealer extend was used. However, per report, the device stopped working intermittently during use; error said problem with connection. After several intermittent non-working episodes, the device was replaced by another one and the procedure continued and was done with no further incident. No patient harm.